Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint incident for "no flow/non delivery" after filling was not confirmed. The evaluation showed the device flowed without stopping or difficulty before emptying. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. The sample receipt date has been provided.

Event description:
The facility representative contacted baxter to report an infusor in which there was a no flow that was observed after filling. No force priming was attempted. Due to removing a needle, there might be a hole at the filling port or housing. The device was filled with sandostatine. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.